Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not stop infusing while the pump was paused/on standby. The pump continued to infuse but at a slower rate when paused/on standby. This occurred during patient infusion in the progressive coronary care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 h11: an event history log review was performed, and it was noted that the pump was paused/on standby for a few seconds. It was mentioned that the user might have accidentally restarted the infusion after intending to pause. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified in the event history log review. The cause of the reported condition could not be determine. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.